Manufacturer narrative:
(B)(4). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. The device was not returned to edwards for evaluation as it remains implanted. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors and progression of valvular disease likely contributed to the event.

Event description:
Edwards received information a patient with an aortic valve implanted 11 years, 11 months, underwent transcatheter valve-in-valve procedure due to severe prosthetic aortic valve stenosis. Moderate to moderately severe prosthetic aortic valve stenosis by gradient criteria, but severe prosthetic aortic valve stenosis by stroke volume index criteria. Echocardiogram revealed restricted leaflet motion of prosthetic aortic valve. A 23 mm transcatheter valve was implanted inside a failing 23 mm aortic valve. Transesophageal echocardiogram revealed well-functioning bioprosthesis in the aortic position with no perivalvular leaks. No changes were noted in ventricular function and no new regional wall motional abnormalities were evident. The patient tolerated the procedure well, was extubated in the operating room and taken to the cvs intensive care unit in stable condition.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the stenosis of this pericardial valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm 2800 is failing after eleven (11) years, ten (10) months due to severe prosthetic aortic valve stenosis. Per obtained information, the patient presented with fatigue and has chronic peripheral edema. Echocardiogram revealed severe prosthetic aortic valve stenosis with a mean gradient of 33 mmhg. The patient is being worked up for valve-in-valve intervention but a procedure has yet to be scheduled.